Event description:
It was reported that the 9800 system had a collimator would not stop rotating after the button was released. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.